Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break occurred. Vascular access as obtained at the right radial artery. The target lesion being treated was located in the heavily calcified right coronary artery. Pre-dilation was done using a 3mm nc quantum balloon catheter. An attempt was made to advance the 3.50mm x 12mm veriflex mr stent, however, they could not deliver the device to the target lesion. As it was pulled back into the guide catheter, the shaft was broken in half. The broken parts were snared back into the guide catheter and the all the parts were retrieved. The device was then replaced with a different device and the procedure was completed. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break occurred. Vascular access as obtained at the right radial artery. The target lesion being treated was located in the heavily calcified right coronary artery. Pre-dilation was done using a 3mm nc quantum balloon catheter. An attempt was made to advance the 3.50mm x 12mm veriflex mr stent, however, they could not deliver the device to the target lesion. As it was pulled back into the guide catheter, the shaft was broken in half. The broken parts were snared back into the guide catheter and the all the parts were retrieved. The device was then replaced with a different device and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the liberte/veriflex was received with no original packaging or other devices. There was a complete separation of the hypotube. The hypotube separation was 48.5cm from the edge of the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).